Manufacturer narrative:
E1: phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion seal, which was observed to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced.

Event description:
It was reported that the device alarmed for occlusion and had a broken gasket underneath. There was no patient involvement.